Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found.report 2 of 4.

Manufacturer narrative:
The product is not available for evaluation. Report 2 of 4.

Event description:
Can not pass the sleeve into a 2 mm incision. Opened another pack to complete the surgery.